Event description:
It was reported that the user was unable to attach a connector to the device, performed a dry turn that initially engaged, then could not achieve a lock on a subsequent attempt with the same connector, and ultimately succeeded after switching to a new connector. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical evaluation or hospitalization. Investigation included real-time troubleshooting and user education through customer care. Investigation of this case revealed the initial connector did not lock while a replacement connector attached successfully, consistent with a connector attachment difficulty isolated to a single component. It was concluded, based on previously established findings for similar reports, that the cause was a component-related attachment issue resolved by replacement and user guidance.